Event description:
Case reference number (b)(4) is a spontaneous report sent on (b)(6) 2026 by an other health professional via sales representative concerning a female patient of unknown age.No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided.On (b)(6) 2026, the patient received treatment with 0.1 ml of Restylane Contour (lot 23050) to mid-face cheek (unknown injection technique and needle type).Immediately after the treatment, the patient experienced VASCULAR OCCLUSION (Vascular occlusion) in the mid-face cheek.The patient was good after receiving treatment with a CO2 mask on.The reporting HCP assessed that the reported condition was related to the suspect device product.Outcome at the time of the report:VASCULAR OCCLUSION was Recovering/Resolving.

Manufacturer narrative:
COMPANY COMMENT:The serious expected event of vascular occlusion was considered possibly related to the treatment. Seriousness criteria includes medically important event and the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities.EVALUATION TEXT:Routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. A lot trending analysis was performed and identified two medical complaints, including the case of concern associated with this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received.CAPA COMMENT:No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.